Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17553. It was reported the pt is experiencing pain and soreness at her upper lead incision site which occurs regardless of stimulation and worsens with arm movement. Additionally, it was reported the pt is also experiencing pain at her scs ipg pocket site. Subsequently, the physician prescribed physical therapy for the pt and is monitoring and pt's healing process.